Event description:
It was reported to philips that the host pc could not pass the self-test, restarted repeatedly. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in philips reference: (B)(4) (ca reference: ---). This complaint will be closed as duplicate. The codes were updated based on the investigation outcome.